Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition to the above the device's blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow oxygen, cooling fans, cooling fan retainers, inlet side panel, outlet side panel, dual limb cup, and muffler assembly will need to be replaced due to tobacco contamination. Reinstall the software and program the unit.